Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. It was reported that the carto had a high temperature error. The catheter was taken out of the body and the catheter would not flush. The catheter was replaced and the issue resolved. No patient consequence reported. The device evaluation was completed on 26-aug-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection, temperature and impedance, and irrigation tests of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned device revealed that no damage or anomalies were observed on the device. Temperature and impedance test was performed, and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and pressure values out of specifications were observed, a blockage of the irrigation tube was detected inside the handle. It was concluded that the blockage was caused for a loose stiffener located at the handle area due to insufficient adhesive application. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The potential cause of the issue is related to the manufacturing process of the device. The instructions for use contain the following recommendations: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum, if present. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode. Make sure the irrigation holes are not plugged prior to reinsertion. Explanation of codes: investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) were selected / component code: adhesive (g0405201) as related to the customer¿s reported ¿high temperature error¿ and ¿irrigation issue (would not flush)¿ issues. Investigation findings: assembly problem identified (c1601) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the customer¿s reported ¿high temperature error¿ and ¿irrigation issue (would not flush)¿ issues. Investigation findings: operational problem identified (c13)/ investigation conclusions: cause traced to manufacturing (d03) / component code: hose (g04069) were selected as related to the customer¿s reported ¿high temperature error¿ and ¿irrigation issue (would not flush)¿ issues. D4. Primary UDI number has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 16-may-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additional information was received on 16-may-2024 confirming that the generator used was the ngen generator. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter, and an irrigation issue (would not flush) during use on the patient issue occurred. It was reported that the carto had a high temperature error. The catheter was taken out of the body and the catheter would not flush. The catheter was replaced and the issue resolved. Used a smartablate generator. No patient consequence reported. Additional information was received. The cut off value was exceeded and the system shut off ablation. The system stopped ablating once cut off was reached. Almost immediately. The generator parameters were set to temperature control mode and 47 degree cut off. No error on the irrigation pump. The issue was identified because the temperature cutoff kept stopping ablation. They removed the thermocool® smart touch® sf bi-directional navigation catheter from the body and tried to flush but no fluid would come out of the tip. They disconnected the irrigation tubing from the catheter and flushed. The tubing dripped fluid as expected. So the pump and the tubing were working properly. The correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation. No kinks or char were observed on the bad catheter. A replacement catheter was opened, and it flushed properly. Procedure continued with no issue. The generator used during the procedure was the ngen. An ngen pump was used for irrigation. The high temperature error was assessed as non MDR reportable. Since the generator stopped delivering radio frequency (rf), the most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The irrigation issue (would not flush) during use on the patient was assessed as a MDR reportable malfunction.